Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen assembly was separating from the device, with adhesive failure causing the screen bezel to lift while the display continued to function. Symptoms included no adverse health effects and no alerts or alarms. Outcomes included replacement of the device, patient education on loss of watertight integrity, guidance to consider backup therapy if functionality changed, and continuation of cgm use via dexcom app or receiver. Investigation included remote troubleshooting and photographic review, verification of shipping and return logistics, and user guidance on device shutdown and data sync. Investigation of this device revealed a screen bezel separation consistent with a device housing or adhesive issue affecting the enclosure while not affecting immediate display function. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the screen bezel adhesive leading to enclosure integrity compromise.